Event description:
During preparation for use for a cardiopulmonary bypass procedure, some of the pixels of the roller pump display were blank. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob and the central control monitor of the heart lung console. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.